Manufacturer narrative:
Product ID: 3387s-40, lot# v458448, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v458448, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 64002, lot# n331986, implanted: (B)(6) 2012, product type: adapter. Product ID: 37601, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient¿s programming was ¿not done logically.¿ the reporter stated that since they had their first deep brain stimulation system in 2005, the system reduced their tremors, but the programming was not done logically. The reporter further stated their diagnosis changed and evolved and they had a lot of trouble with programming. It was noted the patient had one lead in their subclavian nucleus and the other lead in their globus pallidus for their dystonia. It was further noted the patient¿s healthcare professional did a thorough exam of the patient. The reporter stated that with their old implantable neurostimulator (ins) the left button controlled the left side of their brain, but that was a mood point because they no longer had that ins. It was further reported the patient had two implantable neurostimulator (ins) and one was implanted a week prior to report that went into their globus pallidus. The reporter stated, it would be awhile before they saw an effect. It was noted the patient¿s healthcare professional set the device 15% below what it was before, but everything else was the same. The reporter further stated their diagnosis changed and evolved and they had a lot of trouble with programming. It was further noted the patient¿s hcp did a thorough exam of the patient. It was reported the patient had atypical parkinson¿s disease and ¿a lot of dystonia¿ with no tremor. It was noted the only problem they had ever had with the deep brain stimulator (dbs) was the programming. It was stated for the past 5 years prior to report the patient¿s feet would ¿get tight¿ and they ¿felt like blocks of cement.¿ it was noted their settings were adjusted and when they had woken up ¿there was no improvement with their feet¿ and it was the ¿same as usual.¿ it was stated on the day of report the patient had increased the amplitude from 3.0 to 3.5. It was noted the patient wanted to know if it would be better to increase or decrease the amplitude if they were uncomfortable. It was noted the patient was ¿not in any severe pain.¿ it was stated the patient had difficulty walking. It was stated the patient had short-term memory loss. It was noted ¿they couldn¿t seem to get looseness in their body.¿ it was noted ¿when they would, they could tell the voltage was too high.¿ it was stated the night prior to report their thumb was ¿very dystonic¿ so they decreased the amplitude to 3.0. It was stated on the morning of report they increased it to 3.5. It was noted the patient had trouble getting out of their car two to three days prior to report. It was stated they thought their settings were ¿way down.¿ it was noted the ¿last report the patient had looked at¿ the pulse width was 90 instead of 60 so they set it back to 60.